Manufacturer narrative:
The investigation into the purge disc/flag issues issue has been completed. The automated impella controller (aic) was returned for investigation. Imc logs from the complaint date revealed that the console issued the purge disc not detected alarm several times. Device analysis: the console was tested after arriving in field service (fs). The issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be broken (missing at blue disc retainer). Before returning this console back to the customer, fs was instructed to replace the purge flag, validate sensor accuracy via section 12 of the preventive maintenance procedure, and perform a full functional check on the console and optical system. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient was on an automated impella controller (aic) for mechanical circulatory support. The complainant reported that the aic experienced a purge disc/flag issue. No clinical details regarding resolution or patient involvement/condition were provided.